Manufacturer narrative:
Upon receipt of the customer complaint, kdl performed investigations including retained sample test and process review.

Event description:
The customer claims that the syringe broken in the doctor's hand, the photo provides shown that the finger grip of the syringe is broken.